Event description:
The customer observed falsely decreased alinity I ca 19-9xr results on one patient. The results provided were: sid: (B)(6) initial=>1200.00 u/ml /auto dilution 1:10=193.77 u/ml /repeated neat= 1200 u/ml and 1200 u/ml /auto dilution 1:10=1815.50 u/ml /manual dilution= around 2000 u/ml /performed 1:2=2307.4 u/ml; 1:4=2248.23 u/ml; 1:8=2007.69 u/ml this patient suspected with pancreatic cancer. There was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier: sid: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The complaint evaluation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data of alinity I ca 19-9xr reagent lot number, 42961fp00. The ticket search determined that there is as expected complaint activity for the likely cause lot. A review of complaints determined that there are no trends for the product for the complaint issue. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the complaint lot 42961fp00 and complaint issue. Historical performance of reagent lot 42961fp00 was evaluated using worldwide data from abbottlink. The median value of the patient population for the complaint lot is within the established limits and comparable to historical reagent lot performance. All field data demonstrating that the lot is performing as expected. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I ca 19-9xr reagent lot number, 42961fp00.